Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that the guide wire frayed upon removal. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged powerglide pro guidewires was confirmed and the cause appeared to be use-related. The product returned for evaluation was two 18ga x 10cm powerglide pro midline catheters. Usage residues were observed throughout both samples. The first sample exhibited a complete break in the core wire. The coil wire was intact. The elongated wire was caught within the catheter, which had been advanced off the needle. The safety mechanism was engaged and fully covered the needle tip. The needle shaft was bent. The second sample exhibited complete breaks in both the core and coil wires. A fragment of elongated coil wire was received completely removed from the coil wire. The distal most fragment of wire, including the weld tip was not returned. The catheter was advanced and the safety mechanism was engaged and fully covered the needle tip. The needle shaft was bent. Microscopic inspection of both core wire fractures revealed granular fracture surfaces with regions of increased luster. Inspection of both needle bevels revealed deformation along the proximal edges. Inspection of the catheters revealed buckling at the distal tips. The guidewire fracture features and needle bevel deformation were consistent with damage caused by contact between the guidewires and the introducer needle tips. Such contact can occur if the guidewire is withdrawn against the needle at a sharp angle. The catheter tip deformation and bent introducer needles further suggested that initial insertion against resistance may have contributed.

Event description:
It was reported by the customer that the guide wire frayed upon removal. No other information was provided. 04/12/2024 - two devices were returned for evaluation. The returned devices exhibited breaks in the guidewire. This report addresses the first device.